Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, x-ray imaging reveal patients leads migrated. As a result, surgical intervention may be undertaken to address the issue.